Manufacturer narrative:
Investigation/conclusion: analysis of the client's data from inratio and reference tests revealed that the test result comparison did not meet accuracy criteria. Retain strip testing results met both accuracy and precision criteria. Root cause could not be determined from the information provided by the customer. As reviewed on 10/28/2013, (B)(4)discrepant result complaints were reported for lot #315091, yielding a complaint rate of (B)(4). Due to this low occurrence rate, below the action thresholds monitored for corrective action, no further action is required at this time. This issue will be subject to tracking and trending. There is no corrective action at this time, as no product deficiency was established.

Event description:
Caller alleged discrepant inratio2 inr result in comparison to the laboratory inr result. Results are as follows: date (B)(6) 2013, inratio2 inr 5.0, laboratory inr 11.58. Reportedly, the patient's appetite had been poor the past few weeks. The time between testing was two (2) hours. Therapeutic range is 2.0 - 3.0 for the patient. The patient was administered vitamin k. There was no required hospitalization. There was no additional information provided.